Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a split developed in the balloon of the catheter, which caused the catheter to deflate prematurely, and it fell out of the patient. Reportedly, the balloon of the catheter did not burst. There was no injury to the patient.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a sac burst along the lumen. No pieces of the sac were missing. The sample was evaluated and salt accumulation was observed on the returned sample that could potentially cause the catheter sac to be damaged. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a split developed in the balloon of the catheter, which caused the catheter to deflate prematurely, and it fell out of the patient. Reportedly, the balloon of the catheter did not burst. There was no injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a split developed in the balloon of the catheter, which caused the catheter to deflate prematurely, and it fell out of the patient. Reportedly, the balloon of the catheter did not burst. There was no injury to the patient.